Event description:
The dealer alleges that there is something coming out of the gearbox that is unraveling on a 3gtq3-cg power chair. The dealer thought it was bearings, but not sure there are bearings in this wheel. He states he touched the motor and it was red hot.